Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they were unable to obtain communication with the implant with or without the antenna and after replacing the programmer batteries. Troubleshooting was done and the issue was not resolved at the time of the report. Further information received from the consumer reported that she had severe pain in her lower back and the stimulation was set at 2.5 and the stimulation was uncomfortable the night before. The patient stated that the pain and the vibration was too much for her and the remote would not turn the stimulator off or down. There was poor communication on the programmer screen and moving the antenna did not resolve the issue. After troubleshooting with a representative the patient was able to turn the stimulator off. A replacement was sent. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.